Manufacturer narrative:
Correction: b3.

Event description:
It was reported that the device alarmed ¿system malfunction¿ prior to an unexpected shutdown and system error code: 120.4610. The incident occurred during a noradrenaline infusion on a post-operative cardiac patient. Noradrenaline (6mg/6ml) in 100ml 5% dextrose was ordered with a volume to be infused of 100ml. Per the reporter, the pcu turned itself off and started alarming "system malfunction." After turning the pcu back on, the device showed that the battery was critically low and displayed the system error code: 120.4610. There was no patient harm. Although requested, additional patient information was not provided.

Manufacturer narrative:
Investigation conclusion: the customer¿s stated, issue of pcu alarm with an unexpected shutdown and system error code: 120.4610 was confirmed, through a review of the device logs and through testing. The log review found four system malfunctions (error code 120.4610) on the customers reported event date of (B)(6) between 3:31:53 pm and 3:33:27 pm. The pcu reproduced the reported system error (error code 120.4610), when the ac input voltage sag was outside bd design requirements. The error was reproduced at ~50 and ~30 vac, input sag for a duration much longer than is required under the iec 60601-1-2 ed. 3.0, clause 6.2.7 for professional healthcare facility environment. When the voltage was at the design limits, the system error was not reproduced. Even with the duration being far longer than is required. Functional testing, consisting of test infusions and varying input ac voltage performed on the pcu found the device operating in specification. Device inspection: an internal and external inspection were performed on the source device. There were observations of fluid ingress in the front cover or rear case on the bottom edges. There was no contamination observed, on the electronic components. Both iui¿s have corrosion on the common ground tabs at the mounting points. The female iui has some dried fluid remaining on the pins and corrosion on pin 15. The male iui has isolation rib damage. The incident administration set was not returned. And could not be inspected. Root cause analysis: a definitive root cause for the customer¿s reported experience was not identified. However, it is suspected, that the incident was the result of an input voltage sag. Device history review: a review of the device history record showed, the device had a manufacture date of 11mar2015. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. That correlated to the customer reported issue. A review of the complaint history record was performed, for the s/n#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Event description:
It was reported, that the device alarmed ¿system malfunction¿ prior to an unexpected shutdown. And system error code: 120.4610. The incident occurred, during a noradrenaline infusion on a post-operative cardiac patient. Noradrenaline (6mg/6ml) in 100ml 5% dextrose was ordered with a volume to be infused of 100ml. Per the reporter, the pcu turned itself off. And started alarming "system malfunction". After turning the pcu back on, the device showed, that the battery was critically low and displayed the system error code: 120.4610. There was no patient harm. Although requested, additional patient information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device alarmed ¿system malfunction¿ prior to an unexpected shutdown and system error code: 120.4610. The incident occurred during a noradrenaline infusion on a post-operative cardiac patient. Noradrenaline (6mg/6ml) in 100ml 5% dextrose was ordered with a volume to be infused of 100ml. Per the reporter, the pcu turned itself off and started alarming "system malfunction." After turning the pcu back on, the device showed that the battery was critically low and displayed the system error code: 120.4610. There was no patient harm. Although requested, additional patient information was not provided.